Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had glare & halos. The iol was exchanged for unspecified monofocal lens. Clinical reason for explant mentioned as mechanical complication. Additional information has been requested, received and stated the patient had glare and halos which caused difficulty driving at night. The iol was exchanged for another company lens. The patient issues resolved post iol exchange.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens has been cut into two pieces, typical of insertion and removal from the eye. A small split is observed along the edge of the optic. A power and resolution inspection could not be conducted due to extensive damage. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. A power and resolution inspection could not be conducted due to extensive damage. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company 21.5 diopter (add power +2.2/+3.2) lens was replaced with an extended depth of focus non-company lens with a diopter of 21.0. This may suggest that the replacement lens model was an improved choice for the patient's vision needs. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).